Event description:
It was reported that the right ventricular lead pace/sense impedance was increasing since implant. And a revision was planned for the atrial lead due to undersensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the right ventricular lead was analyzed and revealed high resistance/impedance, with 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 21:00:10. The daily pace impedance trend data showed an increase for ventricular pace bi impedance=741 to 1007 ohms peak between (B)(6) 2011 and (B)(6) 2011.